Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the optic lens was scratched during loading and was observer inside the eye. The lens was explanted in same procedure. The surgeon used a new lens and cataract procedure was completed without any patient adverse event. The company injector has been isolated as faulty injector. Additional information received stating the condemned injector they have replaced with another same model company injector. The lens was normally loaded into company cartridge. The surgeon mention she felt a resistance on the clockwise turning the knob.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. A sample was not received at the manufacturing site for evaluation for the report of lens was scratch and explanted, and resistance was felt when turning the knob of the handpiece; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A video of the surgery is attached to the parent file and has been reviewed by the investigation site. The full handpiece cannot be seen in the video, therefore specifics related to the reported events cannot be determined. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issues cannot be determined. The manufacturer internal reference number is: (B)(4).